Event description:
The customer reported via fax that "a patient underwent a surgical procedure of total hip replacement on (B)(6) 1994. On the (B)(6) 2010, the patient underwent a revision surgery due to the aseptic loosening of the stem. The customer was contacted by ra/qa specialist but was not able to give us the info related to the code of product and lot number. The hospital lost all the labels of the product."

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.